Event description:
The advocate stated the customer tested her blood glucose using 2 contour meters and received readings of 60 and 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer

Manufacturer narrative:
Initial reporter address and phone were not provided.